Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While cutting the distal femur for total knee the error: joint angles inconsistent error. The error was cleared, and boundaries re-engaged. The case proceeded through the posterior chamfer cuts and came back on the screen. The arm locked up, a hard brake release was done to pull the arm back. After trouble shooting and speaking with randall shaw the warning continued to come up and we were unable to get power to the saw blade. The case then converted from robotic to navigation. No harm was done to the patient. Tka; delay: 15 minutes; log reports from robot are in the complaints folder in the shared drive in the folder labeled: (B)(6).

Manufacturer narrative:
Reported event: an event regarding joint angle inconsistent error involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 287 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a joint angles inconsistent error. There were no other reported events for the listed catalog number. Conclusion: the root cause of this investigation is a loose cable.

Event description:
While cutting the distal femur for total knee the error: joint angles inconsistent error. The error was cleared, and boundaries re-engaged. The case proceeded through the posterior chamfer cuts and came back on the screen. The arm locked up, a hard brake release was done to pull the arm back. After trouble shooting and speaking with randall shaw the warning continued to come up and we were unable to get power to the saw blade. The case then converted from robotic to navigation. No harm was done to the patient. Tka; delay: 15 minutes; log reports from robot are in the complaints folder in the shared drive in the folder labeled: 6-21-17 (B)(6).